Event description:
As reported: the t-connect part of the cannula caused blood leak and was completely separated during the operation. No injuries were reported. The patient is ok.

Manufacturer narrative:
Product has not yet been received, unable to evaluate at this time.